Event description:
During an implantation attempt on (B)(6) 2008, the lead involved in this incident was perforated by an easyturn stylet at the coil defibrillation level of the right ventricle during the setup of the lead in the rv. The event was witnessed by the physician with x-ray.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. During the FDA inspection in june/july 2009, the investigator directed sorin biomedica crm to file an MDR report for this ous event; therefore, as a result of this direction, we are filing this report. (B)(4). Conclusion: no manufacturing defect was identified during the course of these investigations. However, the analysis determined that if the lead is not free to "straighten out" sufficiently while the stylet is advancing through the curved region of the rv defibrillation coil, then the stylet tip can insert itself between the coils of the multi-filar winding, and thus begin the perforation. The damages associated to the lead in this case were identified to have been caused during the implantation attempt. The following damages were identified: perforation to the insulation under the rv defibrillation coil, svc, rv and distal coil deformations.